Event description:
Plaintiff was employed as a registered nurse and wore and was exposed to latex gloves made by various MFR. Plaintiff alleges developing a latex allergy and has stopped working as a registered nurse.